Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the noted tear/leak in the outer member is likely what was perceived as the balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the noted tear/leak in the outer member. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was 60% stenosed. Reportedly, the nc trek rx 3.50 x 12mm balloon ruptured in the patient during the first inflation at 12 atmospheres. The device was not prepped (air aspiration) outside the anatomy prior to use. The procedure was completed with a new same size balloon. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.